Event description:
Pump failure due to battery compartment coming apart again. This will be second time. I'm full insulin dependent with pancreatitis issues and chopped up pancreas. It's putting me in serious way leaving me to wait til monday to fix problem and I have biopsy in baltimore on monday. I asked for help correcting this. I need insulin hourly besides needles extra. Chance of dka like this. Not my fault and I need this fixed immediately please. FDA safety report ID # (B)(4).